Manufacturer narrative:
No specific patient information was provided since there was no reported patient event. No lot number was provided. The lot number is required in order to determine the expiration and manufacturer date. Product has not been returned. End of report.

Event description:
A nurse reported that a 3m ranger(tm) high flow disposable set was used to warm blood during a cardiac procedure sometime in early (B)(6) 2016. The set allegedly leaked with blood exposure to operating room staff. No patient injury was alleged. A manual pump was in the tubing and may have been used before the alleged leak. The pump was not being used at the time of the leak.